Event description:
It was reported that when the syringe was set into the inflation valve, the valve was broken and water was unable to inject.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), latex foley. Visual inspection of the sample noted 1 amber three-way foley catheter inflation cap to be missing the inflation port. Unable to inflate the balloon without it on the return sample. This is consider a failure, "missing/incorrect components are not allowed". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 15cc balloon: use 20ml sterile water. 20cc balloon: use 25ml sterile water. 30cc balloon: use 35ml sterile water. 40cc balloon: use 45ml sterile water. 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d,h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the syringe was set into the inflation valve, the valve was broken and water was unable to inject.